Manufacturer narrative:
Investigation type: eitan medical investigated the pump and its event log. Investigation findings: the minor deviations observed in the event log are within the sapphire pump's accuracy specifications. Therefore, no over delivery was observed in the treatments performed by the customer. Conclusion: no over delivery was observed in the treatments performed by the customer. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from germany. A delivery issue was reported. No human harm and no medical intervention occurred as a result of this complaint.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump and its event log. Investigation findings: the pump's accuracy was tested and found to meet specifications. However, a small deviation was observed in 2 of the 3 treatments found in the event log. Conclusion: no investigation conclusion is available yet. Eitan medical continues to investigate this complaint. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from germany. A delivery issue was reported. No human harm and no medical intervention occurred as a result of this complaint.

Event description:
This complaint was reported by a customer from germany. A delivery issue was reported. No human harm and no medical intervention were reported.

Manufacturer narrative:
Event log has been received and is currently under investigation. Investigation findings will be provided in the follow-up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.